Event description:
It was reported that a s3 alarm was noted. Two centrimag motors and two consoles were taken out of use.

Manufacturer narrative:
A. Patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.